Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the lock line and the clip jumping opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. However, following implantation of the second clip it was noted that the first clip (xtw 11129r378) had migrated on the posterior leaflet. A third clip (nt 10922r101) was prepared to stabilize the migrated clip. During deployment of the third clip, resistance was noted when removing the lock line. The lock line was unable to be completely removed, however the physician proceeded to deploy the clip. Following deployment the clip fully jumped opened to the invert position (>180 degrees) and intervention was performed to remove the clip. The mr was reduced to a grade of 2+ . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. However, following implantation of the second clip it was noted that the first clip (xtw 11129r378) had migrated on the posterior leaflet. A third clip (nt 10922r101) was prepared to stabilize the migrated clip. During deployment of the third clip, resistance was noted when removing the lock line. The lock line was unable to be completely removed, however the physician proceeded to deploy the clip. Following deployment the clip fully jumped opened to the invert position (>180 degrees) and intervention was performed to remove the clip. The mr was reduced to a grade of 2+ . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Subsequent to the initial MDR, additional information was received on 8/29/2022: the third clip (nt 10922r101) was still attached to the lock line when it had jumped open. The clip was snared into the steerable guide catheter (sgc) to safely remove from the anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported unintended movement (clip open while locked) and difficult to open or close (clip jumping) appeared to be due the mechanical jam of the inability to remove lock line. A cause for the reported mechanical jam of inability to remove lock line could not be determined. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).